Event description:
The customer reported to olympus that the colonovideoscope had a weak air supply. The issue was found when preparing the device for use in a diagnostic procedure. There was no delay and the procedure was completed with a similar device. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was and there were no abnormalities with the reprocessing accessories. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, and it was unknown if the the nozzle was wiped/brushed during reprocessing. The customer noted that reprocessing seemed short due to being busy. The device was returned and evaluated, and the customer¿s allegation was confirmed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a black foreign material that was clogged in the nozzle, and was further identified as an organic silicone. No physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Suggested event can be inspected and prevented by following below instructions for use (IFU): inspection method is described in the operation manual gif/cf/pcf-190 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual gif/cf/pcf-190 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). As it was ultimately unknown how the user facility handled their scopes, is suggested as a method to prevent occurrence of the suggested phenomenon that the user facility review their method of device handling in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.